Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The first mechanical thrombectomy device was reported to have removed some amounts of clot and restore blood flow to the treating vessel. The second device (competitor device) was unable to navigated more distally. Per the medical report, further manipulation was felt to be not warranted and dangerous. Based on the reported information, there is no evidence suggesting that the device was defective, but rather an event related to the patient's pre-existing condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient experienced the presence of neurological deterioration (nd) at 24 hours +/- 8 hours post procedure. The patient was reported to have embolus at the origin of the superior division of the left internal carotid that was noted to be tortuous. The solitaire was deployed in the superior left middle cerebral artery (mca). The device was removed and small amounts of clot were successfully retrieved. Follow up angiogram revealed clearing of some of the clot from the proximal artery. A more distal embolus was seen in the superior division. An attempt at placing a smaller free flow device was then made (a competitor device). The microcatheter and the guidewire were used to enter the superior division left mca. However, the devices were unable to pass through the area of the embolus into the more distal artery. Further manipulation was felt to be not warranted and dangerous. Repeat angiograms at this point reveal persistent embolus within the superior division left mca branches. The procedure was completed with no immediate complications. There was successful partial removal of clot from the left mca. Persistent embolus superior division left mca present. Initial angiogram revealed timi 0 flow with subsequent angiogram revealing timi of 3 flow to proximal branches superior division left mca but continued timi 0 flow more distal branches beyond smaller embolus. The patient was reported to have been given tpa prior to mechanical thrombectomy procedure. In post procedure imaging infarct in new territory was observed. Neurological deterioration as the nihss was 13 to and then increased to 19. This may be due to infarct in new territory. Subject's death was reported on 8 aug 2015. The death was adjudged due to study disease related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.